Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a small amount of air was mixed in the irrigation line during the start of the procedure. The surgeon continued and no air was entering the eye during the last phase of the procedure. After unsuccessfully priming another cassette, the procedure was completed by replacing the console with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The device history records (DHR) showed the product was released per specifications. The customer returned all of the tubing manifolds including the irrigation and fluid/air exchange manifold cut in half. The administration manifold's drip chamber were not returned. Based on the customer's report and returned condition of the sample, functional testing could not be performed on the manifolds. The cassette was tested with manifolds from lab stock and passed functional and performance requirements. No anomalies were observed. The investigation was unable to verify the customer 's report because the suspect product was damaged upon return and testing could not be performed. The cassette was tested and met specifications. (B)(4).